Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b. Non-applicator tampons, vaginally for menstruation (lot number 0401m1310, expiration date and frequency unspecified). After an unspecified duration, she noticed that the string of the several tampons were untied. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.